Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a hole in the catheter. ¿when starting an 20g IV on a patient I got blood return, but the needle/catheter would not advance. IV removed, hole noticed in tip of the catheter.¿ describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Had to restart IV because of hole in IV cath.

Event description:
No new information.

Manufacturer narrative:
The complaint needle puncture damage was confirmed for the four 20g insyte autoguard IV catheters that were provided for investigation. One IV catheter exhibited a v shaped breach with sharp edges near the tip of the catheter, which was consistent with needle puncture damage. The catheter damage was likely associated with the reported difficult advancement. Due to the evidence of use on the returned sample. The damage likely occurred during the insertion process. The instructions for use (IFU) indicate that the needle should not be re-inserted into the catheter if the needle is partially or completely withdrawn from the catheter tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.